Event description:
It was reported that via a merlin.net transmission, post paced t-wave oversensing was observed. Patient was asymptomatic. Reprogramming was recommended and device remains implanted.

Event description:
New information notes that programming changes were previously made for the oversensing. Subsequently, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Programming changes were made and oversensing has not been seen. The patient was asymptomatic.

Event description:
New information received notes that when the asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was noted to have returned on the ventricular channel. The patient had recently begun dialysis treatment. The device was reprogrammed and remains implanted.